Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, (B)(4).

Event description:
Customer reported via phone call to have received a battery out limit alarm and no delivery alarms on old and new insulin pump. Customer's blood glucose was 496 mg/dl. During troubleshooting, customer was assisted in performing two 5.0 unit fixed prime and insulin did exit. Customer was advised that issue may be due to site occlusion. Customer removed site and cannula was not bent. Customer declined troubleshooting for high blood glucose and battery out limit alarm. Customer was advised to change set and to consult healthcare professional due to no delivery occurring with two different pumps.